Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant migration, pain and wrinkling" and concerns about the implanting physician and the surgery performed" and capsular contracture baker grade iii.

Event description:
Patient reported right side "implant migration, pain and wrinkling" and concerns about the implanting physician and the surgery performed. Healthcare professional reported capsular contracture baker grade iii. Device was explanted.

Event description:
Patient reported right side "implant migration, pain and wrinkling" and "concerns about the implanting physician and the surgery performed". Healthcare professional additionally reported capsular contracture, baker grade iii. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified creases fold, observed void >1 mm in non-textured valve-to shell-bond area, and wear abrasion. Leak test and microscopic analysis were performed which identified no leakage. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was no issues found related with the manufacturing process, and wrinkles (creases) were observed but had no relationship with the manufacturing process. Additional, changed, and/or corrected data: d.10., h.3., h.6.